Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported after the dental implant was installed in intraoral region #29 it was verified its non osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed.